Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11 h6 investigation conclusion code: adverse event related to patient anatomy and/or condition. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed based on the information provided. Available information suggests that although there were no anatomical or procedural complications reported; patient anatomy likely contributed to the event since the perceived root cause of the event was that patient had very tethered leaflets. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per report received from greece of a pascal precision ace procedure in the mitral position, post-procedure, there was a single leaflet device attachment (slda) with the second device implanted. There were no anatomical or procedural complications, and no device issues reported. Starting mitral regurgitation (mr) grade was severe (4). At the end of the procedure mr grade was mild (1+). Approximately one week post procedure, an slda was detected and mr grade was severe (4). Patient's final outcome was discharged and considering redo. According to medical opinion, the perceived root cause of the event was that patient had very tethered leaflets.